Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiia endoleak (aortic) was confirmed. The event is most likely anatomy related due to the aortic remodeling. No procedure related harms for this event could be determined. The final patient status was discharged on the sixth post-operative day following an endovascular repair procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata corrections: g1,2: contact office- name has been updated h6: device code - removed 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 5.5 years post initial procedure, the patient presented with leg claudication. A computerized tomography (CT) identified a possible type 3a endoleak. An intervention was completed. The physician elected to implant a suprarenal stent graft extension and an infrarenal stent graft extension to resolve this event. The intervention was successful.